Manufacturer narrative:
Age at time of event: about (B)(6) years old. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09167. It was reported that a balloon catheter was stuck on the rotawire. The 90% stenosed target lesion was located in the calcified popliteal artery. Rotational atherectomy was performed with a rotablator over a peripheral rotawire. The rotablator was removed and a non bsc balloon catheter was advanced over the rotawire to post dilate the lesion. A 135cm charger balloon catheter was then advanced over the rotawire but it became stuck. The rotawire and balloon catheter were removed from the patient as a unit. The procedure was completed with a 0.014 non bsc guidewire and a non bsc balloon. No patient complications were reported and the patient's status was fine.